Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Adhesions and recurrence of hernia are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 1 month post implant of mesh ¿ ventralex, patient was diagnosed with obstructions, adhesions, necrosis, inflammation and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists inflammation and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged that on: (B)(6)2008 - the patient underwent surgery for repair of an incisional abdominal wall hernia and a bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. (B)(6)2015 - the patient underwent an additional surgery to remove the ventralex mesh. The surgeon documented that there were dense adhesions ¿found to be stuck¿ to the ventralex mesh, which adhesions were taken down. The surgeon found that there were ¿3 loops of small bowel all in the ileum that were involved in this inflammatory mass.¿ this caused the surgeon to perform a small bowel resection, primary anastomosis, removal of the hernia mesh, and a primary repair of the incisional hernia. As alleged, the patient was injured severely and permanently. (B)(6)2018 - the patient underwent an additional surgery to repair an incisional hernia and left inguinal hernia. As alleged, the patient also requires further medical treatment, including likely need for future surgeries. The attorney alleges that the ventralex hernia mesh implanted in the patient was defective, and that the bard/davol ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, and mental anguish. Addendum per additional information provided: (B)(6)2008 - patient was diagnosed with incisional abdominal wall hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿small bowel was adherent to the anterior abdominal wall. A ventralex mesh (device #1) was placed and secured by sutures.¿ (B)(6)2015 - patient was diagnosed with small bowel obstruction and abdominal pain thereby underwent open repair with removal of ventralex mesh (device #1). Per operative notes, ¿adhesions stuck to the previously placed ventralex mesh (device #1) were noted. Then the ventralex mesh (device #1) was removed.¿ (B)(6)2018 - patient was diagnosed with incisional hernia and left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿several loops of small bowel were densely adherent to the inner aspect of the hernia sac were taken down. A synthetic mesh was trimmed and deployed in the retrorectus space. Left inguinal hernia was identified and a piece of bard flat mesh (device #2) was secured and sutured.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel removal, hernia recurrence, nausea, anxiety, emotional injuries, pain and suffering.

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Adhesions and recurrence of hernia are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complications. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The patient's attorney has alleged that on: (B)(6) 2008 - the patient underwent surgery for repair of an incisional abdominal wall hernia and a bard/davol ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the ventralex mesh. The surgeon documented that there were dense adhesions ¿found to be stuck¿ to the ventralex mesh, which adhesions were taken down. The surgeon found that there were ¿3 loops of small bowel all in the ileum that were involved in this inflammatory mass.¿ this caused the surgeon to perform a small bowel resection, primary anastomosis, removal of the hernia mesh, and a primary repair of the incisional hernia. As alleged, the patient was injured severely and permanently. On (B)(6) 2018 - the patient underwent an additional surgery to repair an incisional hernia and left inguinal hernia. As alleged, the patient also requires further medical treatment, including likely need for future surgeries. The attorney alleges that the ventralex hernia mesh implanted in the patient was defective, and that the bard/davol ventralex hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, and mental anguish.